Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the unit would not allow its jaws to close and they remained in an open position regardless of manipulation of the handpiece.